Manufacturer narrative:
The company service engineer in (B)(6) evaluated the device and the reported condition was duplicated. The service engineer replaced pcb solenoid driver ((B)(4)). After replacement, it functioned normally. Based on customer's request the unit was not returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Ref: (B)(4).

Event description:
The customer reported that the iab catheter was inserted into a pt on (B)(6)and on (B)(6), around 5 pm, the iabp generated an alarm of "autofill failure" and then shutdown. The customer rebooted the iabp but it generated the alarm of "autofill failure" again, so he replaced the iabp. No pt injury was reported. Maintenance required code # 2 (drive transducer offset failure) was also reported. In addition, #53 (front and fault) and "system failure" were found in the fault log.